Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that since the day the device was implanted, the implantable neurostimulator (ins) had been moving around in the pocket and it was getting continually worse. The ins may be flipped. When the patient lay on their back, the ins turned sideways. The ins site was very painful. Therapy was working well and there had been no changes to the symptoms control. The patient understood that it was likely not an issue of the pocket site still healing and that the device would have scarred into place by the time of the report. The patient understood that the device may either be actively flipping or just moving in the pocket. A flip was not confirmed at that time of the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.